Event description:
It was reported that the patient experienced elevated blood glucose levels with two infusion sets. She thinks the infusion sets were defective. She did not see an insulin leak and did not inspect the infusion sets for any breaks or defects at the time. No adverse event was reported. The infusion sets were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. No product available to be returned.